Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the noise was oversensed, however, did not result in pacing inhibition. The root cause of the reported observations was not determined. A fixed sensitivity was programmed.